Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations..

Event description:
It was reported that two days post implant the patient implanted with this right ventricular (rv) lead presented with "jumping and bubbling" in the chest. R-wave measurements had decreased from 17 mv to 12 mv and impedance decreased from 480 ohms to 200 ohms. Electrocardiogram shows the rv lead is pacing in the atrium. X-rays were provided to boston scientific medical safety who determined the rv lead was implanted near the tricuspid valve in an anterior apical-septal position. Surgical intervention was performed, and the rv lead was connected to the pacing system analyzer (psa). Pacing from the distal pin to the proximal ring captured the atrium. The lead was explanted and replaced without issue.